Event description:
The following information was provided: revision of head and liner due to infection. Took out 36d 0° liner and 36 -2.5 ceramic v40 head. Replaced with 36d 0° liner, v40 to c-taper sleeve, and 36 -2.5 ceramic c-taper head. Left hip.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#; device name: lot# 6570-0-436; delta v-40 ceramic head 36/-2,5; 15226255, 702-04-48d; tridentii tritanium cluster48d; 17965551a, 7000-5502; standard insignia collared hip stem; 99481703. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.